Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2010 for obstructive voiding and incomplete bladder emptying. Patient also had mesh revision on (B)(6) 2010 for recurrent sui, fecal incontinence with disrupted internal and external anal sphincters.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and uphold, pinnacle and solyx were implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent sui, fecal incontinence with disrupted internal and external anal sphincters; concurrent procedures-cystourethroscopy, overlapping sphincteroplasty and perineorrhaphy.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/24/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that patient underwent interstim stage 1 placement with an incision and implantation of tined quadripolar lead electrodes in foramen of s3 with fluoroscopic guidance for needle placement on (B)(6) 2012. It was reported that patient underwent interstim stage 2 incisions and subcutaneous implantation of sacral nerve stimulator with electronic analysis and programming on (B)(6) 2012. No additional information was provided.